Event description:
Bucky 9000 acl installed in trex/hallogic wallstand. Serial number could not be readily obtained. Pt had fingers in the acl's cassette opening when the cassette ejected and the pt's fingers became trapped in between the cassette and the bucky covers. The pt's fingers were tapped for some time because the cassette was still trying to eject and there is no emergency reverse button for the gripper drive motor.